Event description:
Mother reported there is a thick black line across the meter display, which could cause misinterpretation of the results and insulin recommendations. The meter was dropped a few times, and the line first appeared a few months ago. The meter was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation; therefore, the complaint could not be investigated. Device was not returned to manufacturer.